Event description:
The customer reported that during a percutaneous microwave lung ablation procedure, the antenna broke during the positioning of the antenna in the body of the patient. The antenna was removed in one piece. The ablation was finished with another antenna. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.